Event description:
It was reported that this pacemaker cannot be interrogated. Multiple headers and programmers have been unsuccessful. The last check showed a non-boston scientific lead impedance of <200 ohms and in 2022 a battery life of 10 years. Technical services (ts) was consulted regarding the use of a magnet and has not received an update. At this time, the pacemaker and lead remain in-service. No adverse patient effects were reported.